Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed pain in the right leg. The patient was receiving pain relief in the left leg, but ultimately the leads were revised as a lead was likely putting pressure on a nerve. There have been no reports of further complications regarding this event and the patient is currently using the device.